Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. Due to insufficient contact information for the initial reporter and the clinic, the proper follow-up cannot be conducted. The product was not returned; a physical investigation could not be performed. The complaint is unconfirmed.

Event description:
A linkedin social media user reported that a 2008k machine did not reach the ultrafiltration goal for the patients. The reporter was working on the machine to resolve the reported issue. The bmt replaced all the solenoid seals, calibrated the acid pump volume, the bicarb pump volume and the uf pump volume. The machine is back in service. It was confirmed there was no patient harm, or adverse events associated with the reported issue. Due to insufficient contact information for the initial reporter and the clinic, the proper follow-up cannot be conducted.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A linkedin social media user reported that a 2008k machine did not reach the ultrafiltration goal for the patients. The reporter was working on the machine to resolve the reported issue. The bmt replaced all the solenoid seals, calibrated the acid pump volume, the bicarb pump volume and the uf pump volume. The machine is back in service. It was confirmed there was no patient harm, or adverse events associated with the reported issue. Due to insufficient contact information for the initial reporter and the clinic, the proper follow-up cannot be conducted.